Manufacturer narrative:
No further information is available at this time. This report will be updated should additional information be received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) discussed possible causes including the potential that electromagnetic interference (emi) may have triggered the measurement. Suggestions were provided for testing the patient's system. A remote interrogation the following day revealed impedance measurements had returned to normal. The physician plans to perform additional testing of the system upon the patient's next clinic visit. No adverse patient effects were reported. This system remains in service at this time.